Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) defibrillation lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 2,000 ohms. All lead testing was within normal limits, and there was no evidence of noise. Bipolar rv pace impedance was 610 ohms, and rv threshold was less than 1v. Review of remote monitoring data revealed a lss due to a low out-of-range pace impedance measurement less than 200 ohms, with no indication of high impedance measurements. This pacemaker system remains in service. No adverse patient effects were reported.